Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient moved forward in the chair and are more aware of the issue. The issue was not resolved, but the patient did not know how long the device was in. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's ins was implanted below her pants line on the left side of her body, but just high enough that sometimes it will hurt her if she sat in a chair, noting that the ins will catch or "hook" underneath the chair when she stands up. The patient said she first noticed this "probably a couple years ago" when she lost weight, adding that the ins was not hard to see through her skin. They mentioned that if she puts on weight, she was fine. The patient then stated, "if a lose a little weight, then it tends to unhook because I seriously do not have a butt.". No medical or therapy problem was associated. No out of box failure was reported. No further allegations/complications were reported.